Manufacturer narrative:
Final analysis found normal device characteristics.

Event description:
It was reported that the pulse generator exhibited noise that oversensed and caused inappropriate auto mode switch episodes. The patient was asymptomatic. No additional information was reported.

Event description:
New information reported stated that on (B)(6) 2017 the device was explanted and replaced. No patient symptoms or additional information was reported.